Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
In a mako hip case with (B)(4), we encountered an issue where there was no acetabular model visible. Because there is no operative model, you cannot register the acetabulum. There was a surgical delay of 5 minutes and the case was completed manually. Logs were uploaded to the complaint folder as per additional information provided.

Manufacturer narrative:
Reported event: an event regarding a failed reamer verification checkpoint involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 437 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding model not visible. There were no other reported events for the listed catalog number. Conclusion: all system accuracy checks passed. Because of the bone model of acetabulum is not complete, and much smaller than a regular acetabular bone model, it causes the difficulty of locating the bone model and complete bone registration.

Event description:
In a mako hip case with (B)(4), we encountered an issue where there was no acetabular model visible. Because there is no operative model, you cannot register the acetabulum. There was a surgical delay of 5 minutes and the case was completed manually. Logs were uploaded to the complaint folder as per additional information provided.